Event description:
Event description cpi received information that this ventak 1550 implantable cardioverter defibrillator (ICD) was explanted for battery depletion. Further information was reported that the battery depletion was felt to be premature.